Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to use during an unspecified procedure, a torcon nb advantage angiographic catheter was loose within the hub. The hub was not wiped with any cleaning solution. The physician flushed the device by hand-injecting saline with a syringe; however, the hub leaked, and air bubbles formed in the syringe with aspiration. Per the reporter, the catheter material was not seated or glued within the hub and could not be seen. The catheter could be pushed back into the hub but was able to be removed again. A new catheter was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the manufacturing instructions and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation, and a leak test was performed. A leak was noted below the strain relief and from the seam where the clear plastic hub meets the white molded hub. The lot number was not provided to cook, and a search of sales was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and investigation of the returned device suggests that there is evidence the device was manufactured out of specification; however, cook has concluded that this is an isolated incident, and there is no evidence of additional devices manufactured out-of-specification in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to this event. Responsible personnel were notified. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, prior to use during an unspecified procedure, a torcon nb advantage angiographic catheter was loose within the hub. The hub was not wiped with any cleaning solution. The physician flushed the device by hand-injecting saline with a syringe; however, the hub leaked, and air bubbles formed in the syringe with aspiration. Per the reporter, the catheter material was not seated or glued within the hub and could not be seen. The catheter could be pushed back into the hub but was able to be removed again. A new catheter was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.